Manufacturer narrative:
H3 other text : the device has been evaluated by a third party service center.

Event description:
A dreamstation auto CPAP was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was visually inspected during the device evaluation at the third-party service center. The complaint was confirmed. There was evidence of foam degradation, and foam particles were visible. The device was scrapped.